Manufacturer narrative:
The reported issue that the large volume pump (lvp) displayed dim segments was confirmed on the returned display board assemblies. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Testing results identified 13 out of 13 received lvp display board assemblies exhibited dim segments. Dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification was issued to improve the manufacturing process. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during scheduled preventative maintenance; therefore, there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during scheduled preventative maintenance; therefore, there was no patient involvement.